Event description:
It was reported that during a device upgrade procedure, the tip of the catheter broke off. The physician was able to snare the tip in the coronary sinus, but approximately ten percent of the tip broke off during the snaring and was sent to the pulmonary artery. The fragment could not be retrieved from the artery. No patient complications have been reported as a result of this event.